Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 4.8 (10:11am), lab: 1.8 (1:30pm), mean: 3.3, confidence limits: 2.0-5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value is within the confidence limit, but the lab values is not. The testing time interval should be 3 hours or less. These comparisons were performed greater than 3 hrs. This comparison is therefore invalid. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Strip lot # was not provided, therefore, further testing cannot be performed.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 4.8, (10:11am); lab: 1.8 (1:30pm).